Event description:
A user facility reported to olympus, the endoeye flex deflectable videoscope label was found peeling. Upon inspection and testing of the customer returned device, the scope adhesive part on the objective lens was also found peeling off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, label on video connector peeled off, adhesive part of the objective lens has peeled off due to handling, bending angle insufficient due to the elongation of the angle wire, curved rubber adhesive missing, scratches on the operation part due to external factors, scratches on the grip due to external factors, scratches on the up/down plate, scratches on the right/left plate, switch 1 scratched, video connector scratched and broken due to an external factor, light guide connector scratched, scratches on the surface of the light guide cover glass, and video connector case scratched due to external factors. The faulty part was replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.